Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving morphine, unknown concentration at unknown dose via intrathecal drug delivery pump for non-malignant pain. It was reported that they performed a refill procedure yesterday and the expected reservoir volume (erv) was 9.5 ml and the actual reservoir volume (arv) was 7 ml. Since the slight volume discrepancy was within the accuracy range so the hcp was not concerned with this. They filled up the reservoir but was only able to get in 17.5 ml. Everything seemed to go fine with the procedure yesterday and the hcp was not concerned so they left the programming as 17.5 ml for the reservoir volume. Patient was intermittently hearing an alarm and thought it was coming from the pump. Patient had checked the pump logs during the refill yesterday and there were no issues or anything indicating an alarm with the pump. The rep wasn't too sure on the details of when the alarm. The hcp played the pump alarms for the patient and patient confirmed the alarm he was hearing sounded more like a doorbell. The patient was getting good therapy as well which was another indication that the alarm that the patient was hearing was coming from another source and not the pump. Patient refused to come get their pump read. The rep and hcp believed the alarm was not coming from the pump therefore no further action was needed at this time. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a company representative. The cause of the pump not fully refilling was not determined. The pump was interrogated and there were no alarms. There was no change in therapy. The patient¿s weight was unknown.